Event description:
A bag of cytoxin was brought up to the unit from pharmacy. A nurse received the bag. The nurse removed the outer bag. The nurse felt something "wet" on hand - the hand holding the inner bag.